Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed compromised force sensor system during manual prime. Customer stated insulin was also squirting out. Customer does not know blood glucose level. Customer was advised to disconnect from the device. Customer stated the device was dropped in the morning on the kitchen floor. The drive support cap was reported normal. Customer does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The device alarmed compromised force sensor system during basic occlusion test due to cracked end cap. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.